Event description:
It was reported that the insulin pump turned on and off continuously and the display was frozen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a broken solder joint of the battery tube wire. Further testing was not performed due to the blank display.